Event description:
(B)(4) clinical study. It was reported that death occurred. In (B)(6) 2010, the 99% stenosed target lesion was located in an unspecified vessel. The lesion was treated with placement of a 16 x 2.75mm taxus liberté drug eluting. Following post dilatation, residual stenosis was 0%. The patient was discharged on plavix and aspirin. In (B)(6) 2012, patient had craterization done and it revealed: patent left internal mammary artery (lima) to left anterior descending artery (lad), patent saphenous vein graft (svg) to pd and patent svg to diagonal. The patient died after twenty two days. The cause of death was unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).